Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "defib fault 72:, "defib disabled", "pacer fault 116", and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.